Event description:
It was reported that the atrial lead had no capture at maximum outputs. During a routine device change it was noted that there was no slack on the atrial lead and the physician could not tell if it was still attached to the atrial wall. However, the lead could still sense so the parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d154awg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).